Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used iap. Visual evaluation of the returned sample noted one opened (without original packaging), used iap. Visual inspection of the sample noted no obvious visible defects. When methylene blue was injected into the sample port connector and leaked where it connects to the tubing. This does not meet the specification "leaks between junction of sample port and tube are not allowed. Complaint addressed by existing CAPA. The device was returned for evaluation. DHR was not completed as the complaint addressed by existing CAPA. The labeling and risk assessment was not completed as they are addressed by existing CAPA. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the fluid started leaking out by the patient at the connector piece in the bard measurement kit.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the fluid started leaking out by the patient at the connector piece in the bard measurement kit.